Event description:
It was reported that during a routine device replacement procedure, the physician noted insulation damage on the right ventricular lead; there was an abrasion of the silicone. Sensing and impedance were normal so the lead was repaired and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6945 implantable tachy lead (B)(6) 2000. (B)(4).